Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. The ezprime operation was performed and the pump detected the cartridge appropriately. The pump was opened and a crooked display screen and partially dislodged force sensor pins were found. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. A 29 flow accuracy test was performed and pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on (B)(6) 2011 he experienced blood glucose (bg) of 30 mg/dl after the pump dispensed insulin during the load step. The patient stated that he was performing a rewind, load, and prime sequence while attached to clear loss of prime warnings, and the pump delivered approximately 50 units of insulin during the load step. The patient stated that he went to the emergency room, where he was removed from the pump and treated with "glucose through a syringe". He stated that he was monitored for 10 hours and then released. The user guide instructs the user never to perform the rewind, load, and prime sequence while attached. In addition, the pump displays a warning prior to performing these steps instructing the patient to disconnect from the pump first. This complaint is being reported due to the patient's alleged hypoglycemic event while using insulin pump therapy.